Event description:
It was reported that the "burrs will not stay in when drilling bone" on the motor device. The event was not reported to have occurred during surgery. No patient or user injury was reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition could not be confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.